Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "inspiratory valve" has been identified to be the faulty component. Correction: replaced inspiratory valve. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information,

Event description:
The following was reported to hamilton medical ag: summary: tf 431017 and self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "inspiratory valve" has been identified to be the faulty component. Correction: replaced inspiartory valve.

Event description:
The following was reported to hamilton medical ag: summary: tf 431017 and self test failed.